Event description:
It was reported that this left bundle branch (lbb) lead was part of the system revision due to infection and purulent discharge. No adverse patient effects were reported. The lbb lead was explanted.